Event description:
It was reported that the device was mislabeled. An epic stent was selected for use. During preparation, it was observed that there were two different labels on the box with two different sizes and lot numbers. The label on the front of the box had a size of 12mm x 60mm x 120cm and a lot number of 29198263. The label on the spine of the box had a size of 10mm x 60mm x 120cm and a lot number of 29185737. The device inside the packaging was a 12mm x 60mm x 120cm. Another device was used to complete the procedure. No patient complications were reported, and the patient was in stable condition following the procedure.

Event description:
It was reported that the device was mislabeled. An epic stent was selected for use. During preparation, it was observed that there were two different labels on the box with two different sizes and lot numbers. The label on the front of the box had a size of 12mm x 60mm x 120cm and a lot number of 29198263. The label on the spine of the box had a size of 10mm x 60mm x 120cm and a lot number of 29185737. The device inside the packaging was a 12mm x 60mm x 120cm. Another device was used to complete the procedure. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Correction: h6 evaluation conclusion codes. Device eval by manufacturer: returned product consisted of an epic self-expanding stent system still inside the shelf box. Visual examination revealed that the spine label and the main label are different. The label for the device pouch matches the main label on the shelf box.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an epic self-expanding stent system still inside the shelf box. Visual examination revealed that the spine label and the main label are different. The label for the device pouch matches the main label on the shelf box.

Event description:
It was reported that the device was mislabeled. An epic stent was selected for use. During preparation, it was observed that there were two different labels on the box with two different sizes and lot numbers. The label on the front of the box had a size of 12mm x 60mm x 120cm and a lot number of 29198263. The label on the spine of the box had a size of 10mm x 60mm x 120cm and a lot number of 29185737. The device inside the packaging was a 12mm x 60mm x 120cm. Another device was used to complete the procedure. No patient complications were reported, and the patient was in stable condition following the procedure.